Event description:
This is a report of a home patient (hp) who had a leak in their supply line while connected to the homechoice (hc). It was reported that the patient had not been paying attention and later noticed that a supply line had leaked all over the floor. The patient cleaned the fluid and connected themselves to continue therapy. The homechoice alarmed with a low drain volume alarm. The patient was advised to start therapy over using new supplies and to notify their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported leak could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.